Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Upon interrogation of the pacemaker, it was noted that there was inappropriate competitive atrial pacing which resulted in automatic mode switch episodes. Upon further assessment there was history of oversensing noted on the far field. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6)2022. The patient condition is unknown.

Manufacturer narrative:
The reported events of pacing and sensing problem were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported events of pacing or sensing problem experienced in the field. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.